Event description:
It was reported that the electrocardiogram (egm) revealed oversensing. It was noted this is electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Stored ventricular high rate episode shows apparent noise oversensing on the egm.